Event description:
Senior sales consultant had a customer report a leak which was "bubbling up" from under the blue fitment at the top of the pumping segment. The nurses are concerned when this happens they are having constant small chemo exposure. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been received but it had not been evaluated yet. A f/u report will be submitted with the results of the failure investigation once it has been completed.